Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of range (oor) pacing lead impedance (pli) measurement greater than 2,500 ohms, loss of atrial capture and no sensing detection. Additional information obtained from the field representative that the ra lead was tested via pacing system analyzer (psa) and an impedance measurement of 2,500 ohms was noted. No fracture was determined through x-ray and no lead header connection issues were noted. Subsequently, the ra lead was surgically abandoned and successfully replaced with a new one which resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.